Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device analysis findings: the device was discarded and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (50% stenosed target lesion was described as moderately tortuous and moderately calcified) were met which resulted in the reported event. This conclusion code is based on the available information and the review conducted at the boston scientific site.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a moderately tortuous and moderately calcified middle of the right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a moderately tortuous and moderately calcified middle of the right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.